Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine device change out procedure. Upon interrogation, the atrial lead exhibited noise, which led to inappropriate mode switches. The noise was able to be reproduced in clinic. The device was reprogrammed. The patient would continue to be monitored.